Manufacturer narrative:
The device was received for evaluation. During functional testing, 'defective keypad' was reproduced as no output condition was reported and they believe that it was the second round button impacted during the event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad by using known good unit. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a defective keypad. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.